Manufacturer narrative:
Recharger model 37752 (B)(4), lead model 377760 lot# n0029985 implanted: (B)(6)-2005 explanted: unk, lead model 377760 lot# n0030220 implanted: (B)(6)-2005 explanted: unk, programmer model 37742 (B)(4), extension model 747120 (B)(4) implanted: (B)(6)-2004 explanted: unk.

Event description:
It was reported that the patient never let their implantable neurostimulator (ins) charge drop below 50%, but their ins stopped taking a charge. The last successful recharge was (B)(6) 2011. The patient also indicated that they had pain at the ins site and that they could feel the wires under the skin. It was noted that the pain started a couple weeks ago. There is no known accident or incident related to this event. Additional information had been requested, but was not available as of the date of this report.